Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy of 50 mgm of nicardipine in a 250 ml solution. The nurse programmed the volume to be infused as 225 ml as a titrated drug. In addition, there was still about 75% (168ml) of the fluid left in the bag when the infusion was completed. There was no known patient injury or medical intervention associated with this event. No additional information is available.